Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had hematoma. The pocket was opened and evacuation of hematoma was performed. The device remains in service. No additional adverse patient effects were reported.